Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: advanced renal failure in diabetes may enhance glycemic variability posing a greater risk of hypoglycemia. Dysregulation of the physiological processes maintaining normal glucose metabolism contribute to the development of hypoglycemia in esrd.

Event description:
During follow-up for a voice of the customer survey, it was reported that this male peritoneal dialysis (pd) patient experienced a hypoglycemic event. The patient was in treatment with the liberty select cycler on (B)(6) 2022 when the patient¿s blood sugar was 30. The paramedics responded to the patient¿s home, disconnected the patient from treatment, and transported him to the hospital. No additional information was provided related to the hypoglycemic event.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During follow-up for a voice of the customer survey, it was reported that this male peritoneal dialysis (pd) patient experienced a hypoglycemic event. The patient was in treatment with the liberty select cycler on (B)(6) 2022 when the patient¿s blood sugar was 30. The paramedics responded to the patient¿s home, disconnected the patient from treatment, and transported him to the hospital. No additional information was provided related to the hypoglycemic event.